Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a hakim valve (ID 823832) was implanted on (B)(6) 2022 with setting 100mmhg. After a month the patient did not recovered, then the physician set the pressure to 70mmhg however, hydrocephalus was not getting better. Then the physician reset the pressure to 50mmhg, the patient still had headache. The lumbar puncture for pressure testing showed the icp pressure was 300mmhg. The physician conducted a revision procedure and replaced with a new hakim valve on (B)(6) 2022 which was set at 120mmhg. After a week patient¿s symptom was relieved.

Event description:
N/a.

Manufacturer narrative:
The hakim valve (B)(4) was returned for evaluation. Failure analysis - the position of the cam when valve was received was on setting 50 mmh2o. The valve was visually inspected; no defect was noted. The valve was hydrated. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Manufacturer narrative:
The hakim valve (ID 823832) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.